Event description:
Pressure bag on a-line deflated without cause or misuse. It was witnessed by respiratory therapist (rt). Device was saved by rt due to immediate response of replacement of bag. No harm to patient.